Event description:
Malfunction of bag connection to IV spike - reported by operating room rn and anesthesiologist that during transport of patient from operating room back to nursing unit spike fell out of fentanyl bag. Contents of bag reported as spilling on the floor. The fentanyl bag is from quva and was compounded in a douglas medical bag. The IV tubing was from bd and was an alaris pump infusion set back check valve 3 smartsite y sites (ref 2426-0007). We have experienced 16 similar disconnection events between quva fentanyl bags and bd infusion sets in our health system between 10/17/2021 and 8/2/2022. FDA safety report ID# (B)(4).